Event description:
The complainant ordered a year's worth of disposable contact lenses via mail order. They had been using them with no problem until now. Eight of the lenses have either the middle portion of the lens missing or the lens is folded over and stuck to itself.